Event description:
Nellcor puritan bennett received a call from representative of a facility on 05/04. The facility called to report the following problem: not picking up respiration, no leds and no lead alarm. Constant service led on.